Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190320 - file-2018-03521 - analysis_and_closure_report_resp-2019-00423.pdf].

Event description:
Reportedly, no connection can be established between the subject monitor and the network.

Event description:
Reportedly, no connection can be established between the subject monitor and the network.